Event description:
A customer observed false low psa results on the vitros eci q analyzer. The vitros psa results were not released. Biased results on the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer was experiencing imprecise psa qc results around the time interval of this event. The investigation could not conclude that psa qc results were unacceptable on the day prior to the event. The root cause of the event is unknown.